Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. Upon interrogation, the right ventricular lead exhibited no sensing and high capture thresholds in bipolar configuration. Further evaluation revealed that the lead had fractured into two pieces. On (B)(6) 2019, the lead was capped, and the device was programmed for atrial pacing and sensing. Patient was stable throughout.